Event description:
It was reported that the subject device displayed a completely dark image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is water immersion in the imaging of the main unit, the camera cable is flooded, the main unit is flooded and there is a scratch on the lens of the main unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera may have malfunctioned due to the presence of water in the main unit. Therefore, it is likely that normal communication was not possible. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a completely dark image. There were no reports of patient harm.